Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found the inner and outer gearbox bearings were worn with black material around the bearing, with the inner bearing cage worn and starting to disintegrate, and the outer bearing cage broken and disintegrated. The internal motor inspection was invasive, so the motor assembly was replaced.